Event description:
Device 2 of 2. Ref MFR report #1627487-2012-00550. It was reported the pt is not satisfied with the therapy delivered by his scs system. Multiple attempts to achieve effective stimulation via reprogramming have allegedly been unsuccessful. The pt desires to have the scs system removed. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.